Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No service on the ventilator has been requested by the user facility. Further information has been requested regarding part replacement but no response has been received. Information about the current status of the ventilator has not been provided. Provided ventilator logs confirms the reported technical error codes for power error and barometric pressure too high. Since there is no information about performed troubleshooting or repair by the user facility, it is not possible to determine the root cause to the reported technical error codes from the ventilator. H3 other text: 4117.

Event description:
It was reported that during patient treatment, the ventilator generated technical error codes for power error and barometric pressure too high. There was no patient harm. Manufacturer's ref # : (B)(4).